Manufacturer narrative:
H3: product analysis found that, that there was an abnormal sound in the internal fan. H6 : applicable codes are fdm b01, fdr c07, fdc d16 and additional codes img g02009. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: 1. Product ID: nim4cpb1, serial/lot #: (B)(6), UDI#: (B)(4), h3: product analysis found that, there were no abnormalities found with the device. H6 : applicable codes are fdm b01, fdr c19, fdc d14 and additional codes img g02005. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to use, the power supply's start-up is unstable. There was no known patient impact.

Manufacturer narrative:
Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional info received that, reported device was working. Procedure was completed using the reported product.